Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 600 mg/dl. Whether customer use auto mode at the time of high blood glucose or not was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No delivery anomalies noted. The motor was tested outside of device and passed. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).